Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a small surgery and the first use of the device it was noticed that the pin cannot pass through the cannulated screwdriver. The device was unusable. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, it was determined that the driver, t10 hexalobe, beveled ft has no visual issues. Functional testing was performed with the pin at dimension .0571 +.0020 - .0000 without any issues when it went through the cannulation per drawing c18761-01 rev 2. However, the pin used with the driver was not returned for investigation. No problem was found.